Manufacturer narrative:
It was reported that the bovie tips are sticking to tissue and are sharp. Also, the setting on the bovie is having to be cranked up to a high setting to allow this new bovie tip to cut, which is causing concern for spine and brain cases. The sticking could cause bleeding and tearing. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the bovie tips are sticking to tissue and are sharp. Also, the setting on the bovie is having to be cranked up to a high setting to allow this new bovie tip to cut, which is causing concern for spine and brain cases. The sticking could cause bleeding and tearing.